Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading was 430 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant a21 error alarm after battery instillation testing due to interface board leaking voltage. No a17 alarm noted during our testing. The auto off was programed for one hour and monitored; no unexpected auto off alarm noted and auto off feature worked properly. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.